Event description:
It was reported that the patient underwent prophylactic generator replacement. The physician expressed concern about how quickly the patient's previous generator depleted. A review of device history records for the generator shows that no unresolved non-conformances were found. The trim test tab date indicates that the generator was not manufactured using laser routing of the printed circuit board assembly. Attempts for further information have been made; however, no additional relevant information has been received to date. The suspect generator has not been received to date.

Manufacturer narrative:
Describe event or problem, corrected data: initial report inadvertently did not include mention that the explanted generator had been received. Device available for evaluation?, corrected data: initial report inadvertently did not update this field to ¿yes¿ and ¿01/28/2020¿.

Event description:
The explanted generator was received, and product analysis was completed. Product analysis found no anomalies with the returned generator. By comparing the charge consumed value (diagaccumconsumed) with the percent battery charge remaining based on both charge consumption and battery voltage, it was determined that the generator did not prematurely deplete. Comprehensive electrical testing showed that the generator performed according to all functional specifications and demonstrated current consumption at rates that were within specification. No additional relevant information has been received to date.